Event description:
A (B)(6) male pt contacted zoll lifecor customer support service to report that his battery was unable to charge on the charger. The pt was provided with a replacement battery pack and battery charger.

Manufacturer narrative:
Device MFR date: battery pack sn (b)(4. Battery charger sn (b)(4: 09/2006. Device eval summary: device evals of batteries sn (b)(4 and charger sn (B)(4) have been completed. The reported problem (battery won't hold charge) has been confirmed. As received, battery sn (B)(4) was found to be fully functional. Battery sn (B)(4) was found to have a bent pin in the connector. Pin 3 was bent and prevented the battery from successfully communicating with the charger/monitor. The root cause of the bent pin cannot be positively identified but may have resulted from bumping or dropping the pack on a hard surface or the battery pack was misaligned while it was being inserted into the monitor. The connector pins on the power unit are not making a good connection with charger sn (B)(4), not allowing the charger to power on and charge the batteries. The root cause of the connector pins not making a good connection with the charger cannot be positively identified. No adverse event resulted from the defective battery pack or battery charger. The pt received a replacement battery pack and battery charger.